Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis identified that the tip was rotating independently of the metal cap, indicating a glue failure. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined there were no fiber damages that could results in forward firing. In addition, functional testing confirmed that the firing rate was below the threshold for potential patient harm. Therefore, the event no longer meets reporting criteria for the device in question. Based on analysis result, the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found on the metal cap during analysis of the return fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg -300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber exhibited forward firing after 149,374 joules and 16 minutes with 59 seconds of fiber use. The fiber was not emitting the full energy. The fiber was replaced to complete the procedure. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber exhibited forward firing after 149,374 joules and 16 minutes with 59 seconds of fiber use. The fiber was not emitting the full energy. The fiber was replaced to complete the procedure. There were no patient complications.